Manufacturer narrative:
Product analysis:analysis was able to confirm the reported telemetry failure and non-functional stylus. Analysis also noted that the printer was not working. The printed circuit board (pcb) was replaced and calibrated, the stylus was replaced and calibrated, and the printer was plugged in. The software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a telemetry failure during a patient device check and the stylus was not functional. A different programmer was successfully used to complete the patient device check. The programmer was returned for service. No patient complications have been reported as a result of this event.